Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error, with notification to switch to a new controller. It was reported the aic was turned off and then re-started with no issues. However, the device was removed from use regardless of the console restarting without any issues. There was no patient harm reported.

Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the controller error has been completed. The impella automated controller was returned for investigation. The data logs revealed on (B)(6) 2022, on start up the optical bench recorded 5 signal measurements with ~0.5 v twice before triggering a controller error (defective optical sensor lamp) and console was user shut down. The console was started up again about 10 hours later with the same deficient light voltages and controller error. The console was power cycled at this point and the console started up fine and was started up again five days later with no errors. Visual inspection of the returned optical bench showed no loose wires (attempted jiggling wires for connectivity). The console was started up and received normal 5 signal measurements. Removing power to the lamp provides the same 5 signal results as received in the field. Upon inspection of the front panel optical connector (0042-2750), the connector had vertical smudges that implied attempted cleaning at some point in the past. Despite the introduction of dirtiness, the lamp voltage only dropped to the ~1.7v range and did not go down to 0.5v. The cause of the aic issue was a defective optical bench. This report is being filed as part of a retrospective review of historical records.